Manufacturer narrative:
The reason for this complaint was to report the breakage of the tip of the stem inserter during the primary surgery. The healthcare professional indicated there was an hour and 20 minute delay in surgery and another suitable device was available for use. The primary surgery was completed as intended. The device, except for the tip that broke off, was made available to djo surgical for examination on 13 jul 2015. The instrument was returned on return material authorization #q916782 and was visually inspected. The main body of the instrument is present, but the small broken-off piece of the tip was not received. Apart from the tip, the instrument is in very good condition. There are numerous small scratches and burnished areas indicative of use. The instrument tip shows moderate mushrooming from repeated impaction against the linear and taperfill hip stems in surgery. When viewed under 10x magnification with fiber optic lighting, the fracture surface shows possible striations that would be characteristic of fatigue failure. But overall, the fracture appears to be material overload in bending. The instrument was manufactured to rev d, while the current version of the drawing is rev e, per eco #21240. Two changes were made in going to rev e. First, the tip thickness was reduced from .188 +.000/-.003 to .185 +.000/-.003, a reduction of .003". Second, a new radius of r.040 +/-.005 was applied to the end of the narrowest part of the instrument tip (the part that is missing from the incident instrument). In rev d this would have fallen under the title block specification to break edges r.01/.02. On the incident instrument, the remaining portion of the tip measures .420" in width (within the .421 +/- .005 specification) by .187" in thickness (within the rev d specification of .188 +.000/-.003). At the extreme end of the remaining tip (the portion that is mushroomed from use), the tip measures .428" x .192" which is now outside the drawing tolerances. The changes in eco #21240 were required to accommodate the mating feature on the new taperfill stems, for which this linear instrument was also intended to be used. The taperfill stems have a mmc slot width of .185 at the extraction feature (smaller than the corresponding feature on linear, which has a mmc width of .190). Since the incident instrument did not incorporate the rev e changes, surgeons using it with taperfill stems could have encountered a very snug fit. The mushrooming of the tip would have exacerbated this condition. In order to remove the instrument once the stem was impacted into place, the surgeon would likely rock the instrument back and forth until it became free. This would be preferable to pulling the instrument straight out and risking pulling the stem implant with it. Rocking the instrument back and forth within the stem's extraction feature is the probable reason for the extreme tip to have broken off (from fatigue), as it would be constrained within the threaded hole in the stem and not able to accommodate the rocking motion. Examination of the instrument device history record (DHR) reveals no non-conforming material reports (ncmrs) against the lot. The DHR evidences that all instruments from this lot met critical dimensions and specifications when released from djo surgical. The DHR shows the instrument had been in service for up to approximately 2 years at the time of the complaint. The product complaint report history shows there are eighteen prior complaints against this linear stem inserter. The vast majority of these complaints are for the tip being worn, mushroomed, or otherwise not able to mate with the stem implant. Another unrelated failure mode evident in some of the complaints is fracture of the instrument at the impactor plate. There is only one prior complaint where the instrument tip broke off, pc-2008-00188. The current complaint is the first against lot 111385l02. The root cause for this complaint is failure of the 17-4 ph stainless steel instrument tip due to overload in bending, with the possibility of weakening due to prior fatigue stresses. The rev d instrument has the potential for interference when mated with taperfill stems, which could have contributed to the issue. This instrument ultimately failed while implanting a linear stem, which can also encounter interference once mushrooming of the instrument tip has occurred. Bending loads can be applied to the instrument tip if the surgeon struggles to remove the instrument from the stem implant.

Event description:
Primary surgery - due to the tip of the stem inserter breaking off after inserting the glenoid. It was spotted on an x-ray and it took about a hour and 20 minutes to retrieve.